Manufacturer narrative:
(B)(4). Additional information the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was functionally tested on the generator and the hand control buttons was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a laparoscopic colonic procedure, the device was activated with the hand switch intermittently and eventually became not to be activated. The blade tip was not broken off and no pieces fell into the patient. . Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.